Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe was unable to cut the vitreous. The product was replaced and the procedure was completed. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
A review of the related device history record associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were three other complaints for the reported issue. One probe sample was returned for evaluation. The complaint sample was visually inspected and deemed conforming. Actuation testing was performed and deemed initially nonconforming. The cutter did not open and close. The test was performed again after the probe was dissembled to remove the interference present based on the wear marks on the inner cutter and the test was then deemed conforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 20 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when the inner cutter was removed from the needle. Wear marks were present at the bend area and down the front of the inner cutter. The tip of the inner cutter was slightly bowed. The complaint evaluation does confirm the probe cut performance was nonconforming. The exact reason for how and when the poor cutting occurred cannot be determined from this evaluation. The most likely root cause of the poor cutting appears to be from the inner cutter and its tip becoming worn and damaged during its use. The exact root cause for this complaint issue is unknown therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).